Manufacturer narrative:
The lens was returned loose in a plastic bag. Viscoelastic was observed on the lens. The lens has been cut into two pieces across the optic center. The power and resolution could not be evaluated due to the optic damage. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into two pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal diopter (add power +2.2/+3.2) lens was replaced with a non-company, 22.5 diopter, monofocal lens model. The exchange of a multifocal lens to a monofocal lens with a 1.0 diopter change may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that following intraocular lens (iol) implantation, the patient experienced blurry vision at distance and was unhappy with distance vision. The lens was removed and replaced with a non-company lens in a secondary procedure. Additional information was received. The iol exchange was done in the patient's right eye. The patient' issues were resolved after iol exchange.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).